Manufacturer narrative:
Device was received with a partially broken battery tube threads. The test reservoir does lock properly inside the reservoir tube. Device passed the displacement test. All buttons functioning properly. No stuck button alarm noted. The keypad connector on electrical board was locked properly during visual inspection. However, device error 63 alarm during self test and confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. The customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. The customer stated that the up/down buttons were unresponsive and the customer had to press them several times. The customer was able to clear the alarm. The customer stated the buttons were responding now. The customer stated that issues frequency was 2-3 times a week. The customer also reported that the insulin pump was broken on the battery compartment entrance going towards the backside and had threads. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.